Event description:
While doing pt setup/testing, caregiver was shoeing pt various alarms, etc. When caregiver pressed silence/reset alarm the ventilator shut down with no alarm. When the reset button was pressed again, the ventilator powered back on. All other buttons function normally, including on/standby button. Vent has not been pulled from home at this time. Pt only uses the vent at night (nocturnal use). Pt was not on the vent at the time of the event. However, they are not actually using the vent [any vent](not because of the alllegation, but by choice).